Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's wall adapter and charging cable would not charge the pump. Customer's blood glucose was 190 mg/dl. Customer changed wall adapter and charging cable to charge pump successfully.